Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that the implantable cardioverter defibrillator exhibited inappropriate shock. That was caused by over-sensing of electromagnetic interference (emi). No intervention was performed. And the patient would stop using the device, that had caused emi. Patient condition was stable.